Event description:
It was reported that during bipolar surgery of patients' hip, the doctor used the same instrument he generally used to ream out canal. Doctor used a number 4 and noticed it was loose so he used the next size up which was a number 5 and it fit perfectly.

Manufacturer narrative:
The catalog number and lot code of the device were not reported. The device was reported as an unknown rasp. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.